Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. Watermark was observed at the base of the sensor tail. The returned sensor was de-cases and performed internal visual inspection on the returned sensor¿s pcba (printed circuit board assembly); no issues were observed. The returned battery voltage was measured to be within specification range. Performed smu (source measurement unit) test using connector key test to ensure the sensor's electronics were functioning correctly. However, smu test failed. Sensor thermistor testing and poise voltage testing were both within specification, indicating the sensor was providing accurate glucose readings. An extended investigation was performed. Visual inspection has been performed on returned de-cased sensor and observed glue covering the poise voltage test points. Although the glue does not compromise the functionality of the sensor and also does prevent to perform poise voltage test. Poise voltage test was performed for returned de-cased sensor using connector key and results were within specification. Passing all smu (source measurement unit) test indicates that there were no issues with sensor functionality and electronics. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. Performed poise voltage test for the returned sensor and all results were within specification. All test results were within specification. No abnormal errors were observed during testing, indicating the error termination was not caused by sensor malfunction. Since the error termination had no impact on sensor functionality, and no evidence of a sensor malfunction was found during the investigation. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc device. The customer reported getting a message 'hi' (reading >500 mg/dl) on their sensor scan result and lost consciousness.. The hcp administered the customer with 21 grams of glucose infusion for the diagnosis of hypoglycemia. Gummy bears were also provided. A laboratory blood glucose result of 160 mg/dl was obtained at the hospital. No further treatment was reported. It is unknown when these readings were obtained in relation to the reported adverse event. There was no report of death or permanent impairment associated with this event.

Event description:
A high reading issue was reported with the use of the adc device. The customer reported getting a message 'hi' (reading >500 mg/dl) on their sensor scan result and lost consciousness.. The hcp administered the customer with 21 grams of glucose infusion for the diagnosis of hypoglycemia. Gummy bears were also provided. A laboratory blood glucose result of 160 mg/dl was obtained at the hospital. No further treatment was reported. It is unknown when these readings were obtained in relation to the reported adverse event. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.